Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2006. It was reported that when she recharges her skin feels hot. Efforts to resolve this matter with the use of a barrier when recharging proved unsuccessful. On (B)(6) 2010, the physician replaced the pt's ipg. Following the procedure, it was observed that the pt had developed blisters in other areas of her body. The physician concluded that the reported problem was unrelated to the pt's scs sys and referred her to a wound care treatment center for further eval. F/u on the pt found no further issues reported.